Manufacturer narrative:
(B)(4). Date sent: 4/20/2026. D4 batch #: unknown. Investigation summary call home revealed reflected power errors and probe temperature too high error occurred on a non-ablating probe (it is possible the ablating other probe was close to the probe). No device will be returned to neuwave for further investigation. The potential cause is unknown. A search of nonconformities (ncs) was performed for lot ml25120222. There were no observed nonconformities for this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open distal pancreatectomy with splenectomy, ultrasound, open cholecystectomy, diaphragm resection, partial left adrenalectomy, left lateral sectionectomy, and microwave ablation of the liver the probe got too hot and the tip broke off in the liver. The tip was retrieved from the patient and the patient is doing fine.